Event description:
Concomitant devices reported: unknown carbide drill (part # unknown, lot # unknown, quantity 1) and unknown non-synthes cable (part # unknown, lot # unknown, quantity 1). This report captures intra-operative event of difficulty removing locking screw while (B)(4) captures post-operative event of non-union.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected concomitant device list. Received by manufacturer the incorrect date was inadvertently utilized in initial medwatch. The correct date is november 20, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate femoral/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). It was reported that the screw could not be removed form the plate and stripped. A carbide drill was used after the extraction screw had broken. A surgical delay of 30 minutes was reported. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an explant surgery on (B)(6) 2018, with femoral neck system (fns) implants due to nonunion, total hip arthroplasty (tha) was performed. Originally, the patient was implanted with fns implants, on (B)(6) 2018. During the procedure, when the surgeon tried to remove the locking screw, the screw could not be rotated to the counterclockwise direction. After trying to rotate it several times, the locking screw head was stripped. A conical extraction screw was used, however, it broke and the broken piece remained inside the screw head. A carbide drill was used, but drilling around the screw head with the broken piece of the extraction screw could not be done properly. The bone around the screw shaft was drilled and removed the fns plate without removing the screw from it. A cable was wound around the drilled area of the femur. Then, bipolar hip arthroplasty was performed as scheduled. The procedure was successfully completed with a 30-minute surgical delay. Patient outcome was unknown, but the starting period of weight bearing will be delayed from the initial schedule. Concomitant devices reported: unknown fns plate (part #: unknown, lot #: unknown, quantity: 1), unknown carbide drill (part #: unknown, lot #: unknown, quantity: 1) and unknown non-synthes cable (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) plate femoral this complaint involves three (3) devices. This report is 3 of 3 for (B)(4).